Manufacturer narrative:
Report is for two (2) unknown limited contact dynamic compression plates (lc-dcp). One (1) 4.5 lc/dcp plate and one (1) 7 hole 3.5 mm lc/dcp plate. Devices implanted on an unknown date in 2014. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an original surgery was performed on an unknown date in 2014 for a distal tibia fracture. Due to pain and mal-union a revision surgery was performed on (B)(6) 2015 to remove a ten (10) hole, 4.5 limited contact dynamic compression plate (lc-dcp) plate from the tibia, a seven (7) hole 3.5 mm (lc-dcp) plate from the fibula, eight (8) 4.5mm cortex screws and seven (7) 3.5 mm cortex screws. All explanted hardware was removed intact. It was reported that due to bone growth around the implants surgeon had difficulty removing all the implants. Patient was revised with ankle fusion and syndesmosis fusion. Procedure was successfully completed and no surgical delay was reported. Patient did very well after surgery. This report is for two (2) unknown limited contact dynamic compression plates (lc-dcp). One (1) 4.5 lc/dcp plate and one (1) 7 hole 3.5 mm lc/dcp plate. This is report 1 of 2 for (B)(4).